Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used in the common bile duct during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the cutting wire was activated to incise and cauterize the papilla, a spark was observed on the cutting wire and it was found that the exposed cutting wire was broken. No wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was bent and broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken cutting wire appeared burnt/blackened. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire was broken. However, during manufacturing, the tome devices are 100% inspected for cut wire integrity. The bent and broken cut wire is likely due to procedural factors/ generator settings. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used in the common bile duct during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the cutting wire was activated to incise and cauterize the papilla, a spark was observed on the cutting wire and it was found that the exposed cutting wire was broken. No wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.